Event description:
It was reported that, "the block handles would not engage/lock with the aiming block."

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.